Manufacturer narrative:
The alnty ci snsr bsl was replaced, and the issues were resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of the trending did not identify a trend. The most recent product monitoring review for alinity I/architect ia was reviewed and did not identify any similar issues related ot the alinity system, instrument parts, or discrepant results. Device history review did not identify any nonconformances or potential nonconformances related to the current complaint. Labeling was reviewed, and the alinity ci-series operations manual provides troubleshooting message code 1196, erratic results and illustrated instruction for the removal, replacement, and verification of the alnty ci snsr bsl (04s68-04). Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, sn (B)(6), or the alnty ci snsr bsl.

Event description:
The customer observed falsely depressed troponin results while multiple error messages were generated on an alinity c processing module. The pre-trigger level sensor was replaced which resolved the errors. Values for several patients were output while the error was occurring and were reported to the clinical team. After the error was resolved, retests were performed and corrected data was provided to the clinical team. The following data was provided (reference range 26.2 pg/ml or less): initial result with error = 10 pg/ml or less, repeat with error = 10 pg/ml or less; repeat result after error resolution = 2987.8 pg/ml and 2378.9 pg/ml there was no impact to patient management.